Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patient's programmer also reflects a communication error. The patient stated he has not recharged the ipg in approximately 1 month. Subsequently the patient will undergo surgical intervention to address the issue.